Event description:
Surgeon reported that 3 months post op tka, pt presented with pain in her tibia and unable to bear weight. X-rays were taken in the ER and showed a stress reaction. An MRI showed a stress fracture proximal to mid tibia below the prosthesis with edema. The fracture was treated by non-operative means such as protected weight bearing, bracing and external bone stimulator.

Manufacturer narrative:
The product was not returned for eval. A recall was initiated on the instructions for use for these pins. The instructions for use was revised to include new warnings regarding aspects of pin placement in the femur and tibia.